Event description:
It was reported that the zimmer ats 2000 cuff deflated unexpectedly. Additional clinical follow up with the hospital indicated that the unit was found to not work during room set-up. An alternative available device was used to start and complete the procedure. There was no delay reported. The device was sent to the hospital's service department who provided the following information: led message: "no, red deflate button needed to press several times before it would work. Device filled red and blue part, even if they didn't press buttons at all. The gauges in the pressure readings were lower than it should be." There was no response to request for cuff and hose(s) to be returned.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.